Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: h6: component code was added: 4755.

Event description:
No additional information at the time of this report.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated; g3: date received by manufacturer was updated; g6: type of report was updated; h2: type of follow up was updated; h3: device evaluated by manufacturer was updated; h6: component code was added: 4755; h6: tyoe of investigation codes were added: 4109, 4114 and 3331; h6: investigation findings code was added: 3221; h6: investigation conclusions code was added: 4310. The product was not returned. And the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/ product hold against the reported devices, that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed, since the lot number was unknown. A year-long complaint history review by item number (iunihg) was performed, for similar events and no complaint about nonconforming products was identified. The complaint is related to the functional performance of the device. Functional testing could not be performed, since the product was not returned. Therefore, the reported event couldn't be recreated. Based on the investigation, risk review and IFU, the most likely cause determined, from the investigation is long term occlusal or off-axis loading. No further investigation or immediate escalation is required, as the complaint investigation did not confirm, the product was nonconforming at the time of distribution. And no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that a patient's dental screw fractured. No specifics on how it fractured. Patient was not injured.